Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported pre-use checks failure was reproduced during on-site troubleshooting. According to the received information, this was corrected by replacing the expiratory cassette and the expiratory pressure transducer printed circuit board (pcb). The ventilator was put back into service after successful pre-use checks were completed. The replaced parts were kept by the customer and were not returned for investigation. No logs were available for eval. A failure of the expiratory cassette and/or expiratory pressure transducer pcb may cause a pressure transducer sub-test failure during the pre-use checks. The expiratory cassette is only used for measuring and it's failure would not affect on-going ventilation. A faulty expiratory pressure transducer could lead to high pressure during ventilation. The root cause for the reported problem cannot be determined from this investigation as a result of the replaced parts not being returned to maquet for investigation/analysis.

Manufacturer narrative:
A field service engineer has been on-site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.